Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave punch bag with vented filter ln 034-ch-14, disconnected resulting in a leak during patient use. The nurse observed that the vented valve port of the ch14 punch bag was detached from the chamber. A cytostatic spill of paclitaxel has occurred due to the disconnection of the set valve. This event occurred during use with a patient and the medication was being administrated at the time of the event, for 1 hour. This problem was noticed, when going to the chemotherapy treatment, due to the disconnection of the set valve cytostatic spill. It is unknown if the sample is available for evaluation and if it was contaminated, biohazardous or contained a chemotherapeutic agent. Also, the sample was not re-processed or re-sterilized prior to use. There was no adverse event, and no one was harmed, however, a patient was involved and there was a 30-minute delay in therapy. It was confirmed that a healthcare provider was exposed, and no one was harmed as a result of this event. The patient had to repeat the medication due to the 30-minute delay in therapy. There is no patient harm reported.

Manufacturer narrative:
Received one (1) photo from the customer showing the vent cap separated from the bag spike of the 034-ch-14. No samples were returned for investigation. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13701376 was reviewed and no non-conformities were found that would have led to the reported complaint.